Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Several a47 alarms were found in the alarm history file due to corrupted history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, self test, rewind, basic occlusion and prime/a33 tests. Unable to perform a21 error test due to motor error alarm. No unexpected a17 alarm noted. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice that day during priming. The insulin pump alarmed motor error a month before, while changing the infusion set. The customer was able to complete the rewind process. In the alarm history three displayable history check failed on startup, unexpected restart, and external error alarms were found. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.